Manufacturer narrative:
The reported event of the device having run on due to a sticky trigger was confirmed. Corrosion in the trigger assembly caused the trigger to stick in the activated position. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device ran without user activation after the trigger was released.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.